Event description:
It was reported that this implantable cardioverter defibrillator (ICD) reported an alert that was detected for right atrial automatic threshold (raat) suspension due to low evoked response (ER) and fusion events. The right atrial (ra) lead threshold trend shows recent high and unstable results along with an increased lead pacing impedance noted. The pacing output is currently adapted to 5v (volts), with appropriate capture confirmed on the presenting electrogram (egm). Further review was recommended. This alert will not retrigger until the device is interrogated with a programmer. At this time, the device and lead remain in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) reported an alert that was detected for right atrial automatic threshold (raat) suspension due to low evoked response (ER) and fusion events. The right atrial (ra) lead threshold trend shows recent high and unstable results along with an increased lead pacing impedance noted. The pacing output is currently adapted to 5v (volts), with appropriate capture confirmed on the presenting electrogram (egm). Further review was recommended. This alert will not retrigger until the device is interrogated with a programmer. Received additional information this ICD atrial intrinsic amplitude is out of range at 0.2mv (millivolts). The presenting electrogram (egm) shows undersensing of an atrial arrhythmia. Received additional information the patient was seen in-clinic and atrial sensitivity was increased to automatic gain control (agc) 0.15mv. At this time, the device and lead remain in service. No adverse patient effects were reported.